Event description:
It was reported that this patient presented to the hospital due to having syncope. A chest x-ray and cardiac ultrasound was performed and revealed that the right ventricular (rv) lead was perforated. It was noted that this patient has been having symptoms since implant. The patient was discharged and the physician who treated her could no longer help her and will be referring her to another physician. A request was sent to the boston scientific sales representative for additional information pertaining to the resolution. At this time, this rv lead remains in service. No adverse patient effects were reported.